Event description:
A peritoneal dialysis patient reported that the cassette tubing was leaking fluid from the unused line. Appeared to be leaking around the clamp. Sample not retained. There is no report of pt ill effect.